Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded, causing an allergic reaction. The patient did receive medical intervention in the form of a doctor's assessment and prescriptions for steroids and antibiotics. The patient did not provide details on the serial number of the device or contact information. The manufacturer is unable to arrange for the return of the device for evaluation due to a lack of information provided by the patient. If further information regarding the device becomes available, it will be submitted in the follow-up report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and alllergic reaction. The patient report to receive medical intervention in the form of a doctor's assesment and prescriptions for steroid and antibiotic. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 12, 2024. Section h11 should be reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and allergic reaction. The patient report to receive medical intervention in the form of a doctor's assesment and prescriptions for steroid and antibiotic. There is no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section b2 was changed to blank (previously it was other serious) section h1 was changed from serious injury to malfunction section h6 health effect - impact code was corrected.